Event description:
Patient admitted from clinic on (B)(6) 2017 with concern for pump thrombus due to elevated ldh (917) and for intermittent lvad speed drops. Lvad data download and sent to abbott for evaluation. Abdominal xrays performed per abbott's request and then sent in for evaluation. There was concern for fractures in the lvad driveline in 2 areas externally. Abbott offered to send engineers to repair the driveline if the lvad pump did not need to be exchanged. The patient was kept on batteries until the pump was exchanged on (B)(6) 2017 as there were no ungrounded cables available. The patient was placed on bivalirudin upon admit on (B)(6) 2017. Bnp506. A ua was negative for rbc breakdown. On (B)(6) 2017 a cardiac morphology CT was performed, no evidence of a thrombus was found in either the inflow or outflow cannulas. A ramp echo was performed on (B)(6) 2017. Lvad speed was increased from 8800-11400 rpm. The aov closed at 9800 rpm however the lv did not decompress until 11400 rpm which lead to cern for a subocclusive thrombus. A rhc was performed on (B)(6) 2017, pa 34/18, ra 10, pwp 22, fick co 6.96 and fick ci 3.37. Ldh checked daily with results 700-800 range. Due to the concern for a subocclusive thrombus the patient was taken to the operating room for a lvad pump exchange on (B)(6) 2017. During the operating room case the surgeon was able to visualize a thrombus in the pump. The surgery went well and the patient was discharged to home on (B)(6) 2017. Bnp down to 269 and ldh down to 369 on the day of discharge.